Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's doctor reported via phone call stating that customer's pump was not working properly and the blood glucose value was high. Customer's blood glucose value was over 500mg/dl. No troubleshooting was done for high blood glucose value. Insulin pump will not be returned for analysis.